Manufacturer narrative:
Follow-up #1 submitted 09/04/2012. The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: no defect was found. No data was available from time of the reported occlusions, due to continued patient use of the pump. The pump passed 29 hour flow accuracy test and was found to be delivering within the required specifications. No occlusions occurred during the testing. An occlusion was induced and the pump emitted appropriate visual and audible alerts . The rewind, load cartridge, and prime steps were performed successfully, with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. Total daily delivery reflects user settings.

Event description:
On (B)(6) 2011, the lay-user/reporter contacted animas on behalf of her daughter (the patient) and reported elevated blood glucose (bg) levels. The reporter claimed that her bg levels had been in the '300's" mg/dl. Her bg level allegedly increased throughout the day and she eventually obtained a "high" (bg > 500 mg/dl) result on a meter. The patient's parents indicated the she began to have occlusions the night of (B)(6) 2011 which proceeded through the next day during bolus delivery. At the time of the contact with animas, the patient reportedly had a symptom of chest pain but no nausea or vomiting. The patient also had not checked for ketones. With the occlusions the patient reportedly disconnected. She re-primed and changed out the cartridge but the occlusions allegedly continued. The patient reportedly took an injection of insulin. The patient had reportedly not changed out the site and set. Per the patient's father, it might have been several days since the last change out her site/set. The animas representative involved in this contact advised the patient to seek medical attention. The patient was also advised to change out site/set routinely. The patient and reporter were instructed on occlusion alarms. On a subsequent follow-up contact on (B)(6) 2011, the patient's father indicated that the patient's bg level came down after the site, set, and cartridge were changed. The patient's father also noted that the patient has scar tissue. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a an elevated bg level that meets animas' criteria for a serious injury. However, the reported high bg event can be attributed to use-error since the patient had not changed her site/set for several days.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.